Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient called to report a left side capsular contracture baker grade iii. The device remains implanted.

Event description:
Patient called to report a left side capsular contracture baker grade iii. Later healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion and crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient called to report a left side capsular contracture baker grade iii. Later healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side deflation.